Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio 2 results in comparison to the lab results. Results as follows: date: (B)(6) 2012, inratio inr: 2.9, lab inr: 1.6. The time between testing was 2 hours. Therapeutic range 2.5-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.